Event description:
Reporter (fire department) alleged obtaining discrepant blood glucose results of 182 mg/dl on a pt using the advantage system compared back to back with results of 70-79 mg/dl twice on another professional system when testing was performed within 10 mins. Reporter indicated they were called because the pt was having difficulty breathing and he was taken to the hospital for that. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.